Event description:
It was reported that post-op a lap adjustable band procedure, the pt had two fills and experienced no restriction. Fluoroscopy showed there was a leak around the balloon. The pt returned to the operating and a leak in the balloon was detected using a methlene blue. The band was removed and they replaced it with a like device. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/23/2009. Info anticipated, but unavailable at this time.